Event description:
It was reported that after a da vinci-assisted gastric sleeve revision to bypass procedure, the patient remained hospitalized and expired on postoperative day six. There were no robot-related issues or complications during the initial procedure. The surgeon reported the procedure was difficult, the patient had extensive adhesions, and the bowel that the adhesions were connected to was very small, but the second anastomosis was successful. The procedure was completed robotically. On approximately postoperative day three, the patient experienced respiratory issues, and a computed tomography (CT) scan with contrast was performed of the chest and abdomen. The images showed that the contrast was hung up at the jejunojejunostomy (j-j); however, x-ray images showed that contrast did pass. The patient had a successful bowel movement postoperatively. The cause of death is unknown but speculated to have been related to aspiration. No additional information was provided.

Manufacturer narrative:
Review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. Review of the sureform 60 stapler logs found that the instrument was installed on the system 4 times and fired 4 reloads. The clamping and firing was successful with no pauses for compression. There were no stapler related errors in the logs. The following concomitant products were used during this procedure: endoscope plus 30 degree, cadiere forceps, fenestrated bipolar forceps, monopolar curved scissors, mega suturecut needle driver, vessel sealer extend, sureform 60 stapler. A site history review shows no complaints have been reported for any of these products. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had a gastric sleeve converted to a gastric bypass. A postoperative CT suggested there was some evidence of an obstructive process at the j-j anastomosis however a subsequent contrast study showed the contrast passed. The patient died on postoperative day 6 from what was believed to be an aspiration event. Although there is no allegation of any issues with any intuitive surgical products or instruments, there is insufficient information to determine if any intuitive surgical products or instruments contributed to the j-j anastomosis issue or the speculated aspiration event. .